Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had blood glucose reading of 21 mg/dl with seizure activity. It was reported that the patient has had a kidney transplant and is prone to seizure when bg is low. The patient stated that seizure activity has increased over the past 10 days but that the basal rate settings have not been adjusted. The patient remained on pump therapy at the time of the call. The patient did not receive treatment above and beyond the normal course of diabetes management at the hospital. The pump was not available for troubleshooting with customer technical support at the time of the call. Multiple attempts to contact the reporter for follow up have been unsuccessful. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.